Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the device failed and was replaced.

Event description:
It was reported that the extension had high impedances with a specified value of 3 and was replaced with a new extension. The patient had less than 50% therapy relief and the location of the issue was at the lead extension connection. It was noted that impedance testing, x-rays and reprogramming were performed. The product issue was resolved but the cause was not determined. It was also noted that the implantable neurostimulator (ins) was explanted. There was no alleged product issue with the ins and no diagnostic testing or troubleshooting was performed or required.

Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 3587a25, lot # n136657, implanted: (B)(6) 2009, product type lead; product ID 7434a, serial # (B)(4), product type programmer, patient; product ID 3587a25, lot # n136657, implanted: (B)(6) 2009, product type lead. (B)(4).